Manufacturer narrative:
An event of device deformity was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on(B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During implant, as the device was being deployed, the right disc deformed into a bulbous shape. "After several attempts to recover, the deformation of the right disc did not improve." The occluder was never released from the delivery cable while inside the patient. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder exchanged for a new 30-25mm amplatzer talisman pfo occluder, which was successfully implanted. No patient consequences were reported.